Event description:
It was reported that during an unknown procedure, there was a gap at the proximal part between the blade and the clamp arm when the device held the tissue. Smoke reeked up when the device activated, and it had a difficulty in cutting. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.